Manufacturer narrative:
Extension model 37081, (B)(4), implanted: 2007 (B)(6), explanted: unk, recharger model 37752, (B)(4), implanted: na, explanted: na, lead model 39565, (B)(4), implanted: 2007 (B)(6), explanted: unk, extension model 37081, (B)(4), implanted: 2007 (B)(4), explanted: unk.

Event description:
Additional review indicates the information in MFR report # 3004209178-2012-07550 pertains to this manufacturer's report. Any additional info will be reported in this report.

Event description:
It was reported that the patient had coupling and/or communication issues. The implantable neurostimulator (ins) may be flipped. The patient was still having concerned regarding their device or therapy, but was working with their healthcare provider. An appointment was set for 2011 (B)(6). Additional information received from the healthcare provider (hcp) indicated the cause of the event was the ins was flipped in the pocket. The hcp was able to flip the ins back.